Event description:
Lumenis received an adverse event report on a patient who sustained scabs following treatment with bios nuera device. No initial report on serious injury was received. The customer reported on bipolar hp shocking sensation. The service engineer suspects the most likely cause for the issue with the gel. The customer reports that they have used many different forms of gel and it still shocks people.